Event description:
On (B)(6) 2018, a 30mm amplatzer patent foramen occluder (pfo) was selected for use. The 30mm pfo was deployed and a push and pull test was performed to confirm stability and device positioning. The device was in a good position and the user proceeded to release the device; however, during release, the right atrial aortic rim was lost and the device embolized as it was no longer anchored by the patient anatomy. The 30mm pfo was safely snared through the septum and retrieved. The procedure was extended and was aborted with no new devices. Per report, embolization was due to patient anatomy and the aborted procedure was due to hospital not having another 30mm pfo readily available. Per user, product performance did not attribute to this event. The patient is reported stable.

Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.